Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing determined that the pendant required replacement. A replacement was shipped to the site, and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The pendant was returned to the manufacturer for analysis. Testing found that the pendant functioned as designed. The buttons were worn with residue on the membrane. Though this was present, it is unrelated to the reported event. No faults were found that were linked to the reported event. (B)(4) this review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, the imaging system would adjust the contrast and collimation without prompt. Additionally, the system would switch between 2d and 3d modes without prompt. To complete the procedure, the site was able to gather a 3d scan and send to navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.